Event description:
--

Event description:
Boston scientific crm received information that this clinic rn from (B)(6) contacted technical services on (B)(6) 2009 to report that this device's tachy mode feature has been unavailable since (B)(6) 2008 (deactivated by magnet). The patient reported that he was experiencing a number of shocks early on and the physician provided the patient with a magnet to be applied over the device to prevent multiple shock deliveries.

Manufacturer narrative:
Boston scientific's technical services was informed that the 'change tachy mode with magnet' feature had been programmed to on (date unknown) which enabled the tachy mode to be permanently reprogrammed to off (with magnet application) instead of suspending tachy sensing temporarily (when the magnet is held in close proximity to the device). Technical services discussed reprogramming the change tachy mode to on. The clinic rn was planning to discuss this with the physician. Subsequently, boston scientific crm received information from the local representative in (B)(6), that this patient had relocated to (B)(6) and is being followed by another cardiologist there. The clinic rn from (B)(6) contacted the patient on july 21, 2009 and the name of the (B)(6) cardiologist could not be obtained. However, the patient reported that the device had been checked around (B)(6) 2009 and the patient's new cardiologist is aware of how his device is programmed. The local representative mentioned that this patient hadn't been seen by his former cardiologist in (B)(6) since (B)(6) 2008. Subsequently, boston scientific crm received information that this local representative contacted technical services in (B)(6) 2010 that this patient was being seen by a new clinic. The local representative informed technical services that the rv pacing impedance measurements have been in the 1600 ohm range. The r-wave sensing and rv pacing thresholds have been normal. Additionally, the local representative reported that the device's tachy mode had been deactivated by magnet on (B)(6) 2008 which indicates that the device's tachy mode had never been reactivated back in (B)(6) 2009. Technical services discussed the previous call from (B)(6) 2009 and discussed that the patient had been sent home with a magnet due to a prior history of multiple shocks. Boston scientific crm received information to confirm that this device's tachycardia mode is programmed on and there were no patient issues.

Manufacturer narrative:
Subsequently, boston scientific crm received information in august 2010 that this patient was admitted in the emergency room (ER) following delivery of shock therapy. The recorded right ventricular (rv) pacing impedance was 1400 ohms which represented no significant change from previously recorded values. The available information suggests that this device remains in-service. The event will be reopened if additional information is received and/or the device is returned for analysis.

Manufacturer narrative:
Boston scientific received information that this patient was presented to electrophysiology (ep) laboratory for a scheduled elective replacement of the device due to normal battery depletion. The pre-operative right ventricular (rv) pacing impedance was greater than 1500 ohms. Upon fluoroscopic imaging, the helix was not extended. No intervention was undertaken as pacing was confirmed at .5 volts at .5ms. Induction testing defibrillation threshold testing (dft) was performed and termination of the inducd ventricular fibrillation (vf) was successful at 11 joules.